Manufacturer narrative:
One used lf1537 ligasure device was received, and evaluation of the returned sample confirmed the reported issue. Visual inspection found the insulation was damaged in two places and pieces are missing. The rod of the device was also bent. The investigation identified the root cause of the issue to be mishandling of the device through a trocar. The instructions included with this device cautions users to carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-09. One used ls1537 ligasure device was received, and examination of the returned sample could not confirm the reported issue with activation. However, a separate and non-contributing issue of missing insulation was identified. Visual examination found damage to the insulation and that the rod of the device was bent downward. The investigation determined the cause of this type of damage to be mishandling of the device during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a panhysterectomy, the device would not activate. Examination of the received device found the insulation was damaged and missing pieces. The customer confirmed that the pieces fell within the patient cavity and were removed immediately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.